Event description:
This component is in regards to the essure device made be conceptus bayer. In (B)(6), I had the essure implant (may not be actual date above) for birth control. Since then I have been sent rheumatologists, endocrinologists, dermatologists, obgyn's and mayo, and to find out why I was so tired all the time and experiencing a lot of very strange symptoms including but not limited to brain fog, memory impairment, extremely fast weight gain, night sweats, alopecia, aerate plus all around hair loss, urinary tract infections, bartholin's cysts, tinnitus, joint pain, swelling in my feet, acne breakouts, ankles and fingers, amenorrhea, loss of libido, etc. These things all started happening around the same time about 6 days after receiving essure. My hormones were checked and found to be fine and then very quickly dropped to that of a post menopausal woman. I was 42 when I had essure. I am 47 now and haven't had a period since 2013. One month it was normal and then I never had it again. I was told I had an autoimmune condition, but have never tested positive for the specific tests for the most suspected culprits: lupus, rheumatoid, scleroderma and thyroid. With all the other symptoms, they did begin treating me for hypothyroidism, but it has done little to alleviate the fatigue, brain fog, memory issues and other symptoms, though my overall hair loss stopped. I still lose hair in circular spots on my head. At the time I went to mayo, I hadn't heard of issues with essure, but I actually did ask about it because that's around when all these bizarre things started happening. I was told no and sent around to half a dozen drs who couldn't figure it out. That was in 2014. After all of the dr apts over the years and never getting anywhere, I gave up on trying to figure out what was wrong with me. I thought I was losing my mind and aging at a much faster rate than was normal, even suspecting alzheimers until today when I read an article about essure. I still can't believe it. I have experienced almost every single symptom as the other women who have had the implant, with the exception of abdominal pain. Of all the dozen or so drs I have been to over the last 5 years and told I had essure, I was never notified of the issues with this device and none of them have ever mentioned it. I can't wait to get this device out of me, which from what I've read may mean having a hysterectomy. My endocrinologist once told me the autoimmune condition in my body attacked my ovaries and shut them down. I now know this was the result of essure that my body has been attacking itself. Why are patients not being notified about this? I can't imagine the thousands of likely depressed and non-functional women out there who could be helped by knowing this. Why hasn't the medical profession been receiving the information needed to properly diagnose this issue? How very disappointing I am in how this has been handled and women left to suffer as a result. Important information: I'm unsure of the exact date of the essure implant, but it was in late summer 2011. Seeking a doctor to get it out the safest way possible. Medications would likely not be necessary at all if not for essure implant.